Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading was 400 mg/dl due to not receiving insulin during the night. High blood glucose was treated with manual injection. No significant events leading to the alarm were observed. Product is not expected to return.